Event description:
Doctor reported that patient came to medical center due to loose abutment. Through the xrays, it was found a fractured screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet implant was reported but not returned for investigation. Therefore, physical evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. An additional device (unknown biomet screw) was identified during picture/x-ray evaluation and added to the complaint records. X-ray was provided - implant fracture was identified around the collar and screw fracture around the threads. Additionally, although not too clear, customer image seems to have the top part of the implant and screw. Device history record (DHR) and complaint history review could not be performed as the lot/item numbers were not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information (x-ray/picture evaluation), device malfunction (screw fracture) was also identified.